Manufacturer narrative:
A review of the manufacturing records was not be performed as the lot numbers of the devices were not available. (B)(4).

Event description:
The following information was reported to gore: on (B)(6) 2016, this patient underwent endovascular treatment for a ruptured abdominal aortic aneurysm and was therefore treated with gore® excluder® aaa endoprostheses. The patient reportedly presented with high blood pressure and is a smoker. On (B)(6) 2017, computed tomography angiography imaging reportedly revealed two type 1a and type 1b endoleaks. No aneurysm enlargement was reported. On (B)(6) 2017, the endoprostheses were explanted due to these endoleaks.

Manufacturer narrative:
Patient identifier - added data.

Manufacturer narrative:
H6: code 22 - according to the gore® excluder® aaa endoprosthesis instructions for use (IFU), complications associated with the use of the gore® excluder® aaa endoprosthesis may include but are not limited to: endoleaks. The explanted gore® excluder® aaa endoprosthesis featuring c3® delivery system was returned to geprovas for investigation. Tissue was present. During the investigation it was found that minimal, scattered plaques of friable red/brown material were present on the albumen surface. Lumen patency could not be verified with the information provided. No material disruptions were identified from the gross images. Based on review of the report in conjunction with the conclusion of the geprovas investigators, no additional analysis is requested.